Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s721usqs7byh1. Hardware: sm-s721u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not insert into the skin when the pod was activated; this indicates a needle mechanism failure. The pink slide did not move forward, and the cannula was not visible upon removal of the pod. The pod was not worn. No treatment information was reported. No impact to the patient's glucose level was reported.